Manufacturer narrative:
Event date was initially reported as (B)(6) 2017. The correct event date to supersede the previously reported date is (B)(6) 2017.

Event description:
It was reported that t-wave oversensing was observed on the rv channel. There were no patient symptoms reported before, during and after this event.